Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that liquid optics interface (loi) had debris that prevented vacuum. The procedure was completed using a new loi.

Manufacturer narrative:
Additional information: d9 - device available for evaluation? Yes. H3 - device evaluated by manufacturer? Yes. Date returned to manufacturer: jul 22, 2021. H6 type of investigation codes 10, 3331, 4110 and 4109. H6 investigation findings - code 213. Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.